Event description:
Reported issue: the needlevise was held in one hand while jamming a used 25mm needle into it. The needle pierced the bottom and resulted in a needle stick for the medic.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). No visual inspection could be performed as no sample was returned for analysis. However, the probable root cause could be determined based upon the reported event. The customer stated, "a medic did not follow the IFU and held the needlevise in one hand while jamming a used 25mm needle into it. The needle pierced the bottom and resulted in a needle stick for the medic." The IFU states, "place stylet into needlevise for sharps containment. Note: place the needlevise on a flat stable surface. Immediately following use of a needle, use a one-handed technique holding the catheter hub, firmly insert the sharp pointed tip straight down into the opening in the needlevise until it stops. Do not hold needlevise with free hand. Dispose of opened sharp into needlevise whether or not it has been used". Therefore, based on the information provided, intentional user error likely caused or contributed to this event. No further actions are required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the needlevise was held in one hand while jamming a used 25mm needle into it. The needle pierced the bottom and resulted in a needle stick for the medic.